Manufacturer narrative:
The device was received with cracks visible on the top housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. No hazard alarms were generated during the life of the device. Inspection of the fluid path components found fluid in the reservoir opposite to the plunger indicating an issue with the o-ring seal. The seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking out of the intended fluid path is confirmed to have caused improper delivery of insulin.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. No treatment was provided.